Manufacturer narrative:
D3 was corrected from 'stryker spine-france' to 'stryker spine-us'.

Event description:
It was reported that an oasys polyaxial screw tulip disengaged intra-operatively. The surgeon attempted to pull out the screw at with a screwdriver, but it was too hard to pull out. So, he then used a short rod and tightened it with a blocker and tried to pull it out, but the screw head came off. The surgeon left the fractured shaft in the patient.

Manufacturer narrative:
Visual inspection: only the screw tulip was returned as the shank was left in the patient. The tulip was disengaged from the shank. A small rod fragment and blocker were returned as well. Both can be considered concomitant as there was no issues found with either. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. Based on the reported event and the returned device, the most likely root cause is excessive removal force. The screw was implanted for 8 years, tissue and bone ingrowth onto the screw shank may have caused difficulty removing the screw. While having difficulty removing the screw, the surgeon used a rod and blocker to helicopter the screw out. This maneuver most likely applied excessive force to the screw causing the tulip to disengage.

Event description:
It was reported that an oasys polyaxial screw tulip disengaged intra-operatively. The surgeon attempted to pull out the screw at with a screwdriver, but it was too hard to pull out. So, he then used a short rod and tightened it with a blocker and tried to pull it out, but the screw head came off. The surgeon left the fractured shaft in the patient.

Event description:
It was reported that an oasys polyaxial screw tulip disengaged intra-operatively. The surgeon attempted to pull out the screw at with a screwdriver, but it was too hard to pull out. So, he then used a short rod and tightened it with a blocker and tried to pull it out, but the screw head came off. The surgeon left the fractured shaft in the patient.